Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. An examination of the fracture surfaces revealed that the screws broke due to the torsional loads that were applied. Our investigation of the product and review of the manufacturing and inspection records revealed no manufacturing discrepancies or material defects, nor did it reveal any contributing information/trends.

Event description:
On (B)(6) 2016 it was reported to k2m, inc. That a surgery took place in which a screw broke during insertion. Surgery took place (B)(6) 2016.